Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient (pt) with an implantable neurostimulator (ins). Pt stated the controller was not working, and clarified that controller was working, but the controller battery depletes fast when charging implanted neurostimulator (ins). Pt mentioned the ins battery will not even be 30% charged, but controller battery had already depleted to 70%, and pt sometimes only gets to charge ins to 40 or 50% as the controller battery will deplete before ins is fully charged. Pt reported this issue has been going on for about 2-3 months. Pt confirmed controller is 100% charged when they start charging ins and the controller charges up just fine with no issues, this only happens when charging ins. Pt has also not noticed any other recharging issues. Pss had pt look at rtm and pt did not see any damage. Pt also looked at controller port/pins and did not see any damage. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the rtm. Additional information was received from the patient and it was reported that pt was sent a new rtm and says that this didn't solve issue of it taking too long to charge implant. They said that if they start out with 100 percent battery for the controller and then go to charge implant, it takes 55 minutes to give a 30 percent charge to the ins, and the controller will then be at 60 percent. Asked pt if the ins site seems like its swollen or if the ins feels like its moved or flipped and pt said yes and that the implant seems like its moved a little "like its moved up higher". Pt says this was first noticed "the later part of last year". They said the healthcare provider (hcp) was made aware of this but didn't investigate further. The patient was redirected to their healthcare provider to further address the issue.